Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. They stated that already replaced the mixing pump. Transferred for technical assistance. Sn (B)(6).

Event description:
It was reported that the arctic sun device was not cooling. They stated that already replaced the mixing pump. Transferred to technical assistance. Sn (B)(6). Per follow up information received via phone on 18nov2024, it was reported that spoke with biomed who stated after troubleshooting with technical support, a faulty chiller was identified. This part was replaced onsite and the device cooled without further issue. Device is back in service.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller. It was noted that the arctic sun device was not cooling. They stated that already replaced the mixing pump. Biomed stated after troubleshooting with technical support, a faulty chiller was identified. Chiller replaced onsite and the device cooled without further issue. Device is back in service. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.